Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (delivered a pulse above the upper limit) was able to be confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a internally shorted esd700 diode array on the distribution node pca. The root cause for the internally shorted diode array could not be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that it failed incoming functional testing.